Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak due to a lack of overlap. The patient was reportedly in stable condition. The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2020. As of date, there have been no additional patient sequelae reported. During the clinical assessment it was determined that there was evidence to reasonably suggest sac growth of 7.5mm had occurred.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type 1a endoleak event is confirmed. The stent migration and aortic neck expansion events are unconfirmed due to lack of the comparative images. The type 1a endoleak is most likely due to the aortic neck angle of 65.9° and the neck diameter of 37.1mm, however, due to a lack of comparative images/medical information, unable to determine the relatedness of this event. Also, noted, the clinical personnel were unable to determine the contributing factor for the stent migration and neck expansion due to a lack of the comparative images. During the investigation, the clinical personnel determined that there was evidence to reasonable suggest type iiib endoleak of the bifurcated stent graft had occurred and is most likely due to the use of strata material. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: method remove code 3233; conclusion remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak is confirmed. The type 1a endoleak is most likely the aortic neck angle of 65.9° and the neck diameter of 37.1mm. The stent migration and aortic neck expansion are unconfirmed due to lack of the comparative images. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The clinical evaluation also shows reasonable evidence to suggest a type 3b endoleak of the main body had also occurred. The contributing factors for the type 3b endoleak are most likely the use of the strata material. The final patient status was discharged on the first postoperative day following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place in (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
-The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, the patient presented incidentally with graft migration and a confirmed type ia endoleak. The neck has expanded in diameter since the implant. The aaa sac has decreased to 45mm. The patient is reported to be stable. The physician will continue to monitor the patient. Additional information: during the investigation, the clinical personnel determined that there was evidence to reasonable suggest type iiib endoleak of the bifurcated stent graft had occurred and is most likely due to the use of strata material. The final patient status was reported being stable. Additional information: reintervention was completed, the physic elected to implant afx vela infrarenal and afx2 bifurcated stent graft. The physician also elected to implant a (non-endologix device) palmaz in hopes of stopping the 1a endoleak unfortunately the 1a endoleak persisted. The final patient status was reported as doing good and stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, the patient presented incidentally with graft migration and a confirmed type ia endoleak. The neck has expanded in diameter since the implant. The aaa sac has decreased to 45mm. The patient is reported to be stable. The physician will continue to monitor the patient.